Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device kept by the surgeon.

Event description:
It was reported that a 3.5 22mm non-locking screw went through a size l lisfranc anchorage lisfranc plate. The surgeon backed the screw out and cut the hole off of the plate using the plate cutter. Surgical delay was reported as 10-15 minutes. Additional x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that non locking screw anchorage ø3.5mm / l22mm was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the most likely root cause of this positioning issue is user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." [Original statement - page 5] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a 3.5 22mm non-locking screw went through a size l lisfranc anchorage lisfranc plate. The surgeon backed the screw out and cut the hole off of the plate using the plate cutter. Surgical delay was reported as 10-15 minutes. Additional x-rays, medical records, and further information are not available due to hospital policy.